Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (15 mg/ml at 7.5 mg/day) and bupivacaine (15 mg/ml at 7.5 mg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that a revision was done because the patient¿s pump was confirmed to be flipping. The patient had no symptoms related to the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the managing physician had no information concerning the incident. The patient had a routine refill done by their team on (B)(6) 2017 without incident. On (B)(6) 2017 additional information was received from the healhcare provider who reported that the patient's pump was revised due to malfunction/malrotation on (B)(6) 2015 by the healthcare provider. The pump was confirmed to be flipped by fluoroscopy on (B)(6) 2015. No further patient complications reported. .